Event description:
It was reported that; doctor was bending the 5.5 rod with the 3 bender, and the rod snapped and a piece of the rod fell onto the floor. The dotted line was facing up. He switched to another 5.5 rod and bent the rod with no problems. Surgery was delayed by 5 minutes.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case.conclusion: the most likely cause of the customer reported event is the presence of voids on the lasermarking dot.

Event description:
It was reported that; doctor was bending the 5.5 rod with the 3 bender, and the rod snapped and a piece of the rod fell onto the floor. The dotted line was facing up. He switched to another 5.5 rod and bent the rod with no problems. Surgery was delayed by 5 minutes.